Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device manufacture date is not available. Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that following implant, the patient was hypotensive. Echocardiogram revealed 1-2 cm pericardial effusion. Blood pressure improved after epinephrine was administered. A pericardiocentesis was performed, a pericardial drain was placed and the effusion resolved. It was suspected that the previously extracted competitor right atrial (ra) lead may have been chronically perforated, and bleeding into pericardium resulted from removal of the lead. Transesophageal echocardiogram performed the following day revealed trivial pericardial effusion. Two days post implant, the patient complained of a worsening productive cough that began before admission. Chest x-ray performed revealed bilateral pleural effusions. The patient was treated with antibiotics. CT scan revealed the patient likely had pneumonia. Subsequently, the patient presented to the emergency room with left arm swelling and dyspnea. Lower extremity ultrasound was performed and was indeterminate for deep vein thrombosis. A CT scan for pulmonary emboli was performed and showed small bilateral acute pulmonary emboli (pe). The patient was started on heparin drip and was admitted to the hospital. The patient was subsequently complained of shortness of breath. Transesophageal echocardiogram revealed a small to moderate pericardial circumferential effusion. Repeat chest x-ray showed pe's but not significantly changed from previous scan. The patient became unresponsive after intravenous zoysn was given. There were no ventricular arrhythmias on the monitor. The patient regained consciousness without further intervention. The patient had persistent dyspnea, perioral cyanosis and slurred words. A code was called and the patient was breathing and arousal upon arrival of the code team. No CPR was performed at that time. Telemetry and pulse oximetry throughout the episode did not display abnormalities. Laboratory values revealed a new elevation in creatinine and potassium. The patient was later feeling "antsy" and was given ativan for anxiety. Sudden, the patient became unresponsive with eyes deviated toward the left. The patient was pulseless. A code was started and CPR was immediately performed. The patient appeared to be in ventricular fibrillation (vf) on the monitor. The patient was defibrillated a total of 3 times and was given multiple medications during the code. The patient had pulseless electrical activity (pea). Bedside echocardiogram was performed during the code which did not show a significant effusion. A massive pe was considered as etiology for the pea arrest. However, review of the medical records noted the patient had been on heparin since admission with therapeutic partial thromboplastin times. After 30 minutes, the patient's spouse decided to end the code and the patient died. The patient was enrolled in the wrap-it clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported there was a diagnosis of pericardial tamponade.